Event description:
It was reported that the patient experienced no therapeutic effect. On 2012 (B)(6), the old lead was explanted and the patient had a new lead implanted using the same ins but was implanted on the opposite side of the body. It was also noted that the patient had a great pne trial with the chronic lead placed on the same side but then was moved to the other side when there wasn't benefit. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Product ID, 3093-28 lot# va008a9, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4). (B)(4). Final analysis of lead model 3093-28 lot number va008a9 showed no significant anomaly. Lead body cut through body segmented.